Event description:
Same case as MDR 6000093-2005-00681. It was reported that 149 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated two target lesions. Target lesion 1 was a 3.5 mm vessel diameter, 90% stenosed region of the distal left arterior descending artery (lad). The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5x24 mm (lot 6889761) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Target lesion 2 was a 3.0 mm vessel diameter, 90% stenosed region of the proximal circumflex artery (cx). The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x12 mm (lot 6913941) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital one day post index procedure receiving asa. The site reported that the patient expired 149 days post index procedure. The cause of death is unknown at this time.

Event description:
It was further reported that the target lesion 1 was in the mid lad. Target lesion 1 was 22.0 mm in length, and the residual stenosis was 0% after implantation. Target lesion 2 was 10.0 mm in length, and the residual stenosis was 0% after implantation. The patient underwent successful thrombolysis for a "thrombosed graft" 143 days post index procedure. Later that evening she fell. She was brought to the hospital 144 days post index procedure with back and right hip pain. X-rays were negative, however, the patient was admitted to the hospital due to significant leukocytosis, persistent diarrhea, and increased weakness. Of note, the patient was in end stage renal disease with significant nephroschlerosis. A chest x-ray (date unk) indicated that the patient's congestive heart failure had improved but there continued to be a pleural effusion. It was determined that her "graft had rethrombosed." Blood cultures were positive. Her troponin level was elevated, however, cardiac enzymes did not meet the criteria for mi. The patient went into acute respiratory failure and was placed on a ventilator 145 days post index procedure. The patient's medical problems included chf, left ventricular systolic dysfunction, right pleural effusion, "probable aspiration pneumonia," collapse of the right lobe of the lung, septic shock, diverticular changes, ascites, and non-operable splenic infarction. A bronchoscopy (date unk) showed copious secretions and a mucous plug. The patient was placed on IV antibiotics and tpn. The patient's condition deteriorated. The patient's family elected to wean the patient off the respirator and the patient expired 149 days post index procedure. Per the death certificate, the cause of death was hypotensive shock, sepsis, and infarcted bowel. An autopsy was performed. In the opinion of the physician there was an unknown relationship between the target vessels, and the death.